Manufacturer narrative:
Outer siderail handle.

Event description:
It was reported by service report that there was a broken outer side rail. The customer does not know if there was patient involvement or adverse consequences to report.